Event description:
At 0235 on 4/24/98, the k-pad was placed on lower back with gown between k-pad and pt's skin. T-pump was left on for 30 minutes at 0930 on 4/24/98. The pt was turned to do the daily bath, that is when the nurse noticed second degree burns on the buttocks and the lumbar area.